Manufacturer narrative:
The device remains implanted and is not available for analysis. Without a returned device, it is not possible to reach a definitive root cause for the intermittent pocket pain. The evoke scs system was confirmed to be operating as intended. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites."

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported pain at the closed loop stimulator implant site, which onsets when the patient is walking. There was no pain at or around the implant site of any of the evoke scs devices and the patient¿s pain is resolved when the patient is not walking. The patient¿s pain physician administered an injection to resolve the reported event. The patient has had no changes or interruptions in therapy from their evoke scs system throughout this event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section b5 - event description. Section g3 - date received by manufacturer. Section g6 - type of report.

Event description:
It was further reported that approximately two (2) months following the revision procedure, the patient reported pain at the revised cls implant site when standing or walking. A botox injection was administered.

Manufacturer narrative:
Additional information: section b5 - event description. Section h6 - evaluation codes. Section h10 - manufacturer narrative. Evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."

Event description:
It was reported that the cls implant site was revised superior to the original implant site. All previously implanted devices were repositioned and the reported pain at implant site was resolved. Therapy is restored.